Manufacturer narrative:
The customer was sent a replacement pump in style breast pump. On 02/10/2017, a medela clinical followed up with the customer at which time she stated she was diagnosed with mastitis by her doctor and was put on the medication keflex. She also stated that her mastitis has finally cleared up so there is no more pain while pumping. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. The pump was received and evaluated by quality engineering on 02/10/2017, at which time the device passed all functional tests.

Event description:
The customer reported to customer service that the suction on her pump in style breast pump was low and that she had mastitis.